Event description:
It was reported during a polypectomy procedure, electrical failure occurred. A sensation medium stiff standard oval snare had been selected and advanced to treat an unspecified polyp in the large intestine. The snare was attached to a non-bsc device generator. The physician attempted to cut the polyp but the snare was unable to adequately cut the polyp as the snare was unable to received adequate power. The physician made 3 unsuccessful attempts. The physician then exchanged the "a" cord and the sensation medium stiff standard oval snare and the procedure was able to be completed. There were no patient complications reported with the patient's current condition listed as "good".